Manufacturer narrative:
The elecsys anti-hbe reagent lot number was 758806. The expiration date was not provided. The field service engineer checked the analyzer but did not find any issues. The sample probe was disassembled and inspected, but no issues were found. An apc (automated pipetting control) test was performed and showed no significant issues. He performed instrument maintenance, adjusted the sample probe, lowered the stirrer paddle, and ran lfc (liquid flow control). The qc results were acceptable. Random patient samples were selected for re-testing, and the results were consistent and normal. The investigation was unable to identify a specific root cause. The issue appeared to be resolved after the service visit.

Event description:
There was an allegation of questionable elecsys anti-hbe results for qc material and patient samples from the cobas 8000 - cobas e 602 module. Due to qc issues, the customer retested patient samples using a different analyzer. Some samples initially resulted in the 0.7-1.0 coi range (reactive), but upon re-testing, they were >1.0 coi (non-reactive). Specific examples include: example 1 initial result was 0.967 coi (reactive), and the repeat result was 1.89 coi (non-reactive). Example 2 initial result was 0.803 coi (reactive), and the repeat result was 1.23 coi (non-reactive). Example 3 initial result was 0.985 coi (reactive), and the repeat result was 1.49 coi (non-reactive).